Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), 279 mg/dl, 188 mg/dl, 527 mg/dl and 221 mg/dl back to back within 10 minutes on the aviva system. Reporter states that she took 10 units of novolog about 45 minutes after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.